Event description:
During a code situation the catheter was being sutured in place when it separated at the hub. The catheter body embolized, and remained in the pt. The pt died of causes unrelated to this incident.